Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported unchanged mitral regurgitation appears to have been a cascading event of the slda. The reported patient effect of unchanged mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and complex anatomy, severe tethering of the posterior mitral leaflet. The clip delivery system (cds) was advanced to the mitral valve and deployed, reducing mr to 2. After the clip was deployed, mr suddenly returned to grade 4 and the clip was noted be detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was aborted. The patient scheduled for surgery. No additional information was provided.